Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x12mm promus premier¿ drug-eluting stent was selected for use to treat the lesion; however, it was noted that the stent buckled in the touhy and failed to cross the lesion. No patient complications were reported.